Event description:
On (B)(6) 2010, the following info was provided to cook endoscopy: during a pyloric dilation procedure, the physician used a cook endoscopy hercules 3 stage wire guided balloon dilator. The balloon was advanced into position, inflated, deflated and pulled back into the endoscope accessory channel. The balloon was then advanced again into the pt. During the second attempt to inflate the balloon, inflation was prohibited due to leakage. The user was unable to determine or specify where the device was leaking. This info did not reasonably suggest a reportable event occurred. On (B)(4) 2010, the device was returned for eval. Upon eval, we confirmed the device leaked due to a break in the catheter. This info confirmed this report meets MDR reporting criteria. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedure due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Eval: our laboratory eval of the product said to be involved confirmed the report of leakage. The outer catheter of the device is broken into two sections approx 55 cm from the proximal hub, but remains attached by the balloon and inner components. No section of the device is missing. When the inflation lumen is flushed with water, leakage occurs at the area of the break. Due to the break in the catheter and leakage, inflation of the balloon is not possible. The outer catheter has multiple kinks. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Kinks and brakeage of the balloon catheter can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use advise the user to advance the product through the accessory channel of the endoscope in short increments. This activity will aid in preservation of the balloon dilator. If excessive pressure was applied to the device, perhaps in response to resistance during advancement through or removal from the endoscope, this could have contributed to kinks and catheter breakage. The reporter was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. A possible contributing factor to catheter breakage and kinks is inadequate lubrication of the balloon with a lubricating agent. This can cause resistance in advancement and removal of the device from the accessory channel of the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel. This activity will aid in endoscope advancement and balloon preservation. Add'l info provided indicated this was the second inflation of the balloon during this procedure. After the first inflation, the balloon was pulled back into the accessory channel and advanced again into the pt. The instructions for use direct the user to apply a vacuum and remove all fluid from the balloon while observing the balloon endoscopically. Then, the user is instructed to remove the deflated balloon from the accessory channel. The application of a vacuum will aspirate all residual fluid from the balloon and ease removal of the balloon through the endoscope. If these instructions are not followed, this could contribute to catheter breakage. The instructions for use contain the following precaution: "compromised balloon may prohibit removal from the endoscope accessory channel. Removal of the endoscope along with the compromised balloon may be required". Prior to distribution, all hercules 3 stage esophageal balloon dilators are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.